Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were implanted today and they don't know how to get the stimulation down. Patient stated when they do whatever they do, it brings them to their knees and shocks them in between their legs and it hurts so bad. Patient stated that they can't sleep. Patient mentioned if they are sleeping it does it and it hurts so bad. Patient needed assistance turning their stimulation down, agent assisted the patient. Patient successfully connected and turned down their stimulation. Patient will continue to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va34dsa, implanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient reported that every so often it felt like a tack or something was sticking them in their side where it's at and thigh. Patient stated they thought they had a needle or something sticking them. Patient also mentioned that they drink 2-3 cups of coffee every day and wondered if that could be a trigger for their symptoms. Agent reviewed stimulation expectations and the option of lowering stim a little to see if that'd help; patient said they feel comfortable with the level their therapy was currently set on because when they first got it in it was stinging and they felt like a "zapper thing" and that went to their knees so hard. Redirected patient to their healthcare provider (hcp) to further address the issue. Patient mentioned they just went to see them and they usually follow-up with hcp every 3 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.